Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no sound) issue. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2014 with the following findings: during testing, the pump powered on with audio tones fully functional. Several types of alarms were tested and all were found to function correctly. The pump case was removed and no internal defects were found. The complaint that there was no sound was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.